Event description:
The sizing identificaiton etching was missing from the implant. The device was implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that this event is not device related. The user was looking at the ridge of the implant to fine the size and description info; however, the coding indentification is located at the north-pole of the cup implant.